Event description:
Major pump unit(s) involved: blood pump; device thrombosisspecific component(s) involved: outflow graft malfunction/malposition

Event description:
Major pump unit(s) involved: blood pump; device thrombosis. Additional text: rvad; rvad outflow thrombus. Specific component(s) involved: outflow graft malfunction/malposition. Additional text: rvad blood pump/outflow thrombus. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of pump. Other intervention : implant device type: both (in the same or visit). Malfunction device type: rvad.